Event description:
Reportedly, pt expired approx after an implant duration of 1 month (in 2007, after an implant date of the month before), due to unk reasons. Unk if pt death is device related. Info received on 12/31/07: pt died at home. Pt also went to rehab. Cause of death is unk. Unk if device was explanted. Unk if pt's death is device related. Info from the surgeons' office.

Manufacturer narrative:
Device not returned.